Event description:
A malfunction was reported on a pump by a caller. There was no information provided regarding the customer's blood glucose level impact. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not reappear. The customer was advised to continue using the pump and to contact support if the issue recurred.